Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6) medical center. (B)(6), md. History & physical. In pain for approximately 4 to 6 weeks, pain worsening. Medical history: may 2004, underwent small incisional umbilical hernia with small amount of mesh. Last month or so, has noted painful mass, which has come and gone, now there all the time. Morbid obesity, smoker of 1 ½ packs per day, weighs 278 lbs. Abdominal exam is massively obese. Palpable abnormality just to right of low vertical scar, just above umbilicus. Impression: incarcerated incisional hernia. Plan: repair with mesh. (B)(6) 2004: (B)(6) medical center. [Illegible]. Anesthesia record. Persistent loose cough ¿ smoker. (B)(6) 2004: (B)(6) medical center. (B)(6). Operative notes. Postoperative diagnosis: recurrent incarcerated incisional hernia. Operation: repair with mesh, lysis of adhesions, removal of meshoma, serosal repairs. Findings: small bowel severely adherent to mesh with partial small bowel obstruction. Multiple other adhesion bands, umbilical hernia, mesh crumpled in middle. Estimated blood loss: 50 cc. Specimens removed: mesh. Drains: jp subcutaneous. (B)(6) 2004: (B)(6) medical center. (B)(6). Progress notes. Negative flatus, positive distention. Impression: ileus. Encourage ambulation. (B)(6) 2004: (B)(6) medical center. [Illegible]. Discharge instructions. Do not lift 15 pounds or greater for next 4 weeks. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Infectious disease consultation. Intermittent fevers for 6 weeks. Over 1-2 weeks prior to admission, had increasing periumbilical abdominal pain, slight cough. Intentionally lost about 50 pounds this summer, weight 290. Abdomen: midline periumbilical well-healed scar, mild tenderness along wound and periumbilical area. Impression: positive blood cultures for gram-positive cocci in chains, probably streptococcus bacteremia. Could also have abdominal wall infection; follow up abdominal wall for more definite signs of infection in mesh. If mesh infected, may require removal to clear the infection. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Cardiology consultation. Impression: aortic valve endocarditis with viridian streptococcus. Chronic obstructive pulmonary disease. Current medications: solu-medrol [steroid]. Smokes 1 ½ pack of cigarettes a day. (B)(6) 2006: (B)(6) medical center. (B)(6). History & physical. Chief complaint: incarcerated incisional hernia with small bowel obstruction. Acute onset of abdominal pain, nausea; presented to emergency room. CT: incarcerated small bowel in incisional hernia. History: morbid obesity, endocarditis resulting in aortic valve replacement. Pacemaker. Abdomen: obese, mass above umbilicus tender, tender left upper quadrant. Impression: incarcerated small bowel in hernia, needs repair. Plan: repair with mesh. (B)(6) 2007: (B)(6) medical center. [Illegible]. Discharge instructions. Do not lift 20 pounds or greater for next 6 weeks. (B)(6) 2009: (B)(6)mc. (B)(6). Intake assessment. Chief complaint: abdominal pain. States I have an abdominal hernia, this weekend pain worsened. Small amount of vomiting, not much to eat in 3 days. Alcohol: no. (B)(6) 2009: (B)(6) medical center. [Illegible]. Pre-anesthesia record. Preoperative diagnosis: incarcerated ventral hernia. Proposed procedure: repair of incarcerated ventral hernia. Weight: 340. Asa: 3e [emergency]. Medications: aspirin. Assessment: morbid obesity, gastroesophageal reflux disease. Nissen fundoplication, multiple hernia surgeries. (B)(6) 2009: (B)(6) medical center. (B)(6), pa-c; (B)(6), md. Medical consultation. Pain post-surgery is 7-8/10, but had recently begun coughing. Nasogastric tube in place. Smokes about 10 cigarettes per day x 30 years. Abdominal binder in place. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Final diagnosis: recurrent incarcerated ventral hernia with intestinal obstruction. History: morbidly obese, smokes cigarettes, multiple previous repairs of ventral hernia. Presents to emergency room with abdominal pain, distention, nausea and vomiting. Underwent exploratory laparotomy with lysis of adhesions and repair of recurrent incarcerated ventral hernia. Old mesh was removed and new mesh placed. Postoperatively, did well. Did have temporary postoperative ileus. Advanced to full liquids; if tolerates will be discharged home the evening of postoperative day 2. Instructions: diet regular, activity as tolerated in moderation; no heaving lifting more than 15 pounds for at least 6 weeks. Should not get incision wet for at least 4 more days, use abdominal binder. Instructed to lose weight and stop smoking. Follow up 1-2 weeks for staple removal. Warned patient about substantial chance for recurrence and possibility of wound infection. Resume aspirin. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Emergency department visit. Chief complaint: abdominal pain. Complains of abdominal hernia that began 4 days ago after coughing and feeling a pop. Review of systems: positive for appetite change, cough, nausea, vomiting. Tobacco use: 1 pack/day. Impression: small bowel obstruction. Plan: consulted surgeon. Admit, CT abdomen/pelvis with contrast. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Surgical consultation. Asked to see in regards to recurrent ventral hernia, possible small bowel obstruction. Last week he was coughing when he developed sudden pain in hernia repair site, subsequently associated with abdominal distention, nausea and vomiting. History of ventral hernia repair approximately 5 times, most recent in 2009. Always had a recurrence of hernia secondary to his exogenous morbid obesity; weighs 348 pounds. Does complain of mild abdominal discomfort in area of hernia defect. Has expressed concern regarding morbid obesity but I find no evidence to suggest that patient is interested in pursuing any weight loss program (medical or surgical). Abdomen: obvious abdominal wall hernia extending primarily to left of midline in periumbilical region, fairly large in size. Mild tenderness along superior edge of hernia, no guarding or rebound, no discoloration involving abdominal wall. CT scan demonstrated what appeared to be a partial intestinal obstruction. Hernia defect is clearly delineated at superior edge of previous repair. It is apparent that the mesh is disrupted from the fascial wall at the superior and superior left area of prior repair. Does appear to be some ascitic fluid in hernia sac, do not detect ascitic fluid in abdomen or elsewhere. Obstructive process does appear to be partial. Impression/plan: small bowel obstruction probably secondary to at least fifth recurrence of ventral hernia. Had frank discussion with patient and told him his obesity is the cause of recurrence and until he loses weight, he will always have problems with a recurrence. Prefer to treat, at least initially, conservatively with nasogastric tube decompression and hopeful resolution of bowel obstruction. From there, could be electively treated for recurrent hernia. (B)(6) 2010: (B)(6) medical center. (B)(6)., md. Radiology-xr abdomen obstructive series. Indication: evaluate small bowel obstruction. Findings: still some dilated loops of bowel predominately in left and mid abdomen. This would suggest that there is still some ongoing mechanical obstruction although some gas is seen within portions of the colon. (B)(6) 2010: (B)(6) center. (B)(6) , pa-c; (B)(6), md. Discharge summary. Final diagnosis(es): small bowel obstruction status post exploratory laparotomy. Incarcerated ventral hernia status post repair. Elevated blood pressure. On (B)(6) 2010, underwent exploratory laparotomy with repair of ventral hernia with mesh, no complications. Presented with abdominal pain. Had an upper respiratory infection, coughing very frequently. One time he coughed, he actually heard a pop coming from abdomen, looked down and saw he had another ventral hernia. Over course of 5 days, developed increasing abdominal pain, nausea, and vomited frequently. Hospital course: kept nothing by mouth, nasogastric tube placed; quite a bit of output and it was decided he needed surgical intervention. After surgery, nasogastric tube removed, started on diet and advanced. Pain well controlled at time of dictation, remained afebrile, discharged home. Regular diet. Follow up in 2-3 days for removal of drain, primary care provider within a week. Activity as tolerated. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Progress notes. Issues of medical noncompliance discussed in detail. (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis. Findings: post-surgical changes for repair of ventral hernia anterior to the liver. Impression: massive splenomegaly. Stable large anterior abdominal wall hernia containing small and large bowel with no complication. (B)(6) 2016: (B)(6) medical center. (B)(6), pa-c. Discharge summary. Gram-negative bacteremia. Medications: apixiban [blood thinner]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) , pac. Anesthesiologist: (B)(6) , md. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Operations performed: 1) exploratory laparotomy. 2) adhesiolysis. 3) ventral hernia repair with kugel mesh. Anesthesia: general with endotracheal tube and 0.5% marcaine local. Fluids: input: 2700 ml of crystalloids. Output: estimated blood loss minimal. Drains: nil. Specimen: ventral hernia sac. Findings: 1) large supraumbilical hernia sac with incarcerated omentum and extensive adhesions. 2) thin, weak, anterior abdominal wall fascia. Procedure: ¿the patient was brought into the operating room suite and placed on the operating room table in a supine position. After the patient was given general anesthesia and intubated, the anterior abdominal wall was prepped and draped in the usual manner. 0.5% marcaine was then infiltrated in the midline supraumbilically. Using a #10 blade, a 10-cm incision was made in the skin and this was developed through the subcutaneous tissues, using electrocautery. The hernia sac was identified and the subcutaneous fascia was mobilized circumferentially from the hernia sac. Once the fascia was identified, the hernia sac was opened and it was found to contain omentum which had extensive adhesions. The omentum was then mobilized using hemostats to clamp the omentum prior to division and ligation with 2-0 vicryl suture. Once mobilization was complete, the hernia sac was opened and truncated at its base around the fascia. A kugel mesh was then used to repair the ventral hernia. 0-prolene was attached to the kugel mesh in a four-point fashion before the mesh was placed subperitoneally and attached to the fascia. Once the four-point was performed, the kugel mesh was attached to subcutaneous tissue using an endo tacking device. Once in place, the kugel mesh was irrigated copiously with antibiotic solution. The fascia was then approximated over the kugel mesh loosely for protection. Again, the wound was irrigated copiously saline [sic]. The fascia was approximated using 2-0 prolene suture. The subcutaneous fascia was approximated using interrupted 3-0 vicryl sutures. The skin was then approximated using skin staples. The wound, at this stage, was irrigated copiously with antibiotic ointment. A xeroform dressing was placed over the staple line and dry dressings and an op-site placed. Complications: nil. Condition: the patient was awake, although still under the influence of anesthesia. Disposition: the patient was transferred to the pacu from where he will be discharged to home.¿ on (B)(6) 2004: (B)(6) hospital. Intraoperative record. Implant sticker. Bard® composix® kugel hernia patch. On (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Pathology report. Accession #: (B)(4). Specimen(s) received: hernia sac. Final pathological diagnosis: fibromembranous and adipose tissues (ventral herniorrhaphy with mesh): hernia sac. Clinical history: ventral hernia. Post-operative diagnosis: same. Operation performed: repair ventral hernia with mesh. Gross description: patient identification agrees on path sheet and container. The specimen is submitted in formalin labeled hernia sac and consists of a large pink fibromembranous tissue measuring 11 cm x 6 cm. Surfaces grossly unremarkable. Maximum thickness of wall is .8 cm. The thickened part contains significant adipose tissues. Three sections are submitted in one cassette. Summary of sections: 1 cassette ¿ 3 sections. On (B)(6) 2004: (B)(6) medical center. (B)(6) , md. Operative report. Assistant: (B)(6) , rn. Preoperative diagnosis(es): incarcerated recurrent incisional hernia. Postoperative diagnosis(es): incarcerated recurrent incisional hernia with extensive bowel obstruction-partial from meshoma/ umbilical hernia. Operation: lysis of adhesions, repair of serosal small bowel tears, removal of meshoma, repair of both a recurrent incisional incarcerated hernia and repair of an umbilical incarcerated hernia with mesh. Anesthesiologist: linda brooks cameron, md. Anesthesia: general with endotracheal tube. Indications: the patient is a morbidly obese, 47-year-old male who presents with pain from chronic incarceration with apparently intermittent bowel obstruction. From a recurrent hernia in the mid epigastric region. The risks and benefits of surgery including the placement of mesh and possibly some drains were reviewed with him. He understood and agreed to proceed. Procedure/ findings: ¿the patient was taken to the operating room and placed supine on the operating room table. General anesthesia was induced. He was intubated without difficulty. Sequential compression devices [sic] stockings were used for pulmonary embolus prophylaxis. The abdomen was prepped and draped in a sterile fashion. A vertical midline incision was made through the previous epigastric area, scar deepened down to the anterior abdominal fascia. No mesh could be palpated when we did hit the fascia after going through several centimeters of adipose tissue. The hernia itself was just to the right of midline. This was then cleaned off circumferentially down to fascia and subsequently opened. It was noted to contain a loop of small bowel, which appeared viable. Interestingly after opening up the hernia and debriding off the hernia sac in this region, the small bowel was noted to be adherent to the hernia area. Further palpation of the area revealed the apparent mesh repair had been placed underneath the muscle and the bowel had completely adhered to this causing a partial small bowel obstruction. In addition, when dissecting the subcutaneous tissues up off the anterior abdominal wall in order for preparation for further mesh repair, subcutaneously, an umbilical hernia was identified, which was incarcerated with fat as well. Several hours were then spent making the incision larger in order to be able to carefully dissect off the small bowel loops that were stuck to this meshoma. Great care was used. The bowel loops appeared to be quite enlarged consistent with a chronic obstruction. Several serosal tears were identified. These were repaired with lembert sutures of 3-0 silk. No full thickness bowel injury was done. Once the small bowel was chiseled off of the mesh, the omentum was chiseled off as well. Further examination of the area revealed several band adhesions, which were cut in order to help avoid any future problems. The mesh was then chiseled off of the rest of the fascia. It was noted to have been tacked in place with sutures of prolene and a couple of tacks. This was removed and sent as specimen labeled meshoma. The fascia itself appeared to be quite thin, especially in this morbidly obese gentleman. The incarcerated hernia opening was connected to the umbilical area. All extraneous fat was debrided and then the primary closure was performed with an interrupted figure-of-eight sutures of #1 prolene. On top of this, an onlay piece of prolene mesh was placed, extending in elliptical fashion. The entire length of the incision and then out laterally. Several large perforating vessels had to be ligated with vicryl ties. The mesh itself was then tacked in place with suture of 2-0 pds and several middle tacks of vicryl. The umbilicus was tacked back down to the anterior abdominal wall with 3-0 vicryl. Through a separate stab incision, a 10 mm jackson-pratt drain was placed and sewn in place with 3-0 nylon. Deep dermal sutures were placed in the skin and the skin was closed with staples. A sterile dressing was applied. The patient was awakened, extubated and taken to the recovery room in stable and satisfactory condition. Sponge and needle counts were correct at the end of the case.¿ on (B)(6) 2004: (B)(6) medical center. Intraoperative record. Implants/ explants. 1) implant: mesh. Polypropylene mesh to incisional hernia. On (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/ pelvis. History: hernia repair, belly pain. Postsurgical change seen at anterior abdominal wall. Small ventral hernia noted that contains a loop of bowel. There is no evidence of obstruction. No abscess seen. No mass or adenopathy noted. No free fluid. On (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/ pelvis. Abdominal pain. There are a few distended loops of bowel demonstrated. They appear to be related to an anterior abdominal wall hernia that contains a loop of bowel and probably is causing an obstructed segment. There are pericolic inflammatory changes involving the sigmoid. No free fluid or mass is seen. Impression: dilated bowel loops centrally and right lower abdomen apparently related to a hernia in the anterior abdominal wall. These may represent obstructed segments secondary to strangulated hernia. Pericolic inflammatory change of sigmoid of questionable significance. On (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Operative report. Assistant: (B)(6) , rn. Preoperative diagnosis(es): incarcerated incisional hernia with bowel obstruction. Postoperative diagnosis(es): incarcerated incisional hernia with bowel obstruction. Operations: 1) laparotomy with lysis of adhesions. 2) repair of incarcerated incisional hernia with mesh. Anesthesiologist: charles page hatcher, md. Anesthesia: general anesthesia with endotracheal tube. Indications: the patient is a morbidly obese, 49-year-old gentleman who presented to the emergency room with abdominal pain, some nausea, and a palpable abnormality. A CT scan confirmed bowel obstruction with an incarcerated incisional hernia with bowel within it. The risks and benefits of surgery were discussed. He understood and agreed to proceed. Procedure/ findings: ¿the patient was taken to the operating room and placed supine on the or table. General anesthesia was induced. He was intubated without difficulty. Sequential compression device stockings were used for pe [pulmonary embolism] prophylaxis, and an orogastric tube was placed for decompression. His abdomen was prepped and draped in sterile fashion. A vertical midline incision was made and deepened down through generous subcutaneous tissues. At the top part of the incision, where the end of mesh was, the patient had ripped several spots and had created an obstruction. The bowel, however, was viable. This was reduced and some adhesions were lysed, relieving the obstruction. Further lysis of adhesions was necessary in this area in order to affect closure. It should be noted that this gentleman¿s fascia was extremely thin. He had basically ripped out above the mesh, so the mesh had held from his previous incision. Right below the first prolene suture, however, another small hernia had developed. This was plugged with omentum, and this was reduced. Seprafilm was placed within the abdominal cavity and the opening. All connected hernia sac was debrided, and the wound was then closed in vertical fashion with figure-of-eight sutures of #1 prolene. Then, a 6 x 6-inch piece of prolene mesh was then cut to fit and placed overlying the closure, extending approximately 2-3 cm on either side as well. This was tacked in place with prolene suture. Kanamycin solution was used to irrigate. Hemostasis was noted. Through a separate stab incision a #10 jackson-pratt drain was placed and sewn in place with 3-0 nylon. Deep dermal sutures of vicryl were placed. The mesh itself was tacked with some vicryl sutures as well to keep it from buckling. The skin was closed with staples. Sterile dressings were applied. The patient was then awakened, extubated, and taken to the recovery room in stable and satisfactory condition. Sponge and needle counts were correct at the end of the case.¿ on (B)(6) 2006: (B)(6) medical center. Intraoperative record. Implants/ explants. 1) implant: prolite mesh ¿ incisional hernia repair. 1) explant: not applicable. On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Operative report. Assistant: (B)(6) , rnfa. Preoperative diagnosis(es): incisional hernia. Postoperative diagnosis(es): incisional hernia. Operation: laparoscopic repair of incisional hernia with mesh. Anesthesia: general anesthesia. Indications: the patient is a 50-year-old gentleman who underwent heart surgery through a sternotomy incision several months ago. Over the past few weeks, he has noticed an enlarging uncomfortable bulge in the upper abdomen at the lower pole of his sternotomy incision. This is clinically consistent with an incisional hernia. He presents for laparoscopic repair. Findings: there was an obvious 4 x 3 cm fascial defect in the subxiphoid region. Ethicon proceed mesh was used with excellent coverage. Please note that due to the minimally invasive approach, the performance of the procedure was significantly more difficult and time-consuming than would be expected from a standard incisional hernia repair. Procedure: ¿the patient was taken to the operating room and placed supine on the operating table. After general anesthesia was established, the patient¿s abdomen was prepped and draped in the standard surgical fashion. A veress needle was inserted through a 5-mm incision in the left upper quadrant. Pneumoperitoneum to 15 mmhg was established. A 5-mm trocar was inserted through the incision, and a 30-degree, 5-mm laparoscope was inserted through the incision. There were dense adhesions of small bowel along the patient¿s midline abdominal incision. These obscured the undersurface of the fascia along the whole midline incision. However, these did not appear to be obstructive adhesions, and no adhesiolysis was performed in that area. In the upper abdomen at the lower portion of the sternotomy incision, there were adhesions of the falciform ligament along the edges of the facial defect. The falciform ligament was then divided to allow better exposure and clearance of the abdominal wall in all directions around what was the 4 x 3 cm fascial defect. A ligasure was used to accomplish this. Once that was completed, a piece of 4- x 6-inch proceed mesh was rolled up and passed into the abdominal cavity. A 2-0 silk stitch had been placed around the central portion of the mesh. This silk tie was grasped with an endo close device and passed right through the middle of the hernia defect. The mesh was suspended on the anterior abdominal wall in appropriate location and orientation with the coated side facing the viscera. Once that was established, a protacker was used to place tacks around the entire periphery at 1-cm intervals. A second concentric ring of tacks was placed 1 cm inward. There appeared to be excellent coverage of the hernia defect in all directions. Please note that a second, 12-mm trocar was placed in the right upper quadrant in order to allow placement of the additional instruments. Once the tacking of the mesh was completed, an endo close device was used to reapproximate the fascia in the right upper quadrant 12-mm trocar site using the endo close device. Once that was completed, the abdominal cavity was surveyed. There was no evidence of visceral injury or active bleeding. At that point, the remaining trocar was removed, and the pneumoperitoneum was allowed to resolve. The skin was closed with 4-0 monocryl in subcuticular fashion. The skin was dried, and steri-strips and band-aids were applied. Sponge, needle, and instrument counts were correct at the end of the case. The patient tolerated the procedure well and was transported to the recovery room, extubated, and in stable condition.¿ on (B)(6) 2007: (B)(6) medical center. Intraoperative record. Implants/ explants. 1) implant: proceed surgical mesh. 1) explant: not applicable. On (B)(6) 2009: (B)(6) medical center. (B)(6) , md. Radiology-abdominal x-ray. Hernia, abdominal pain. Findings: distended bowel loops in abdomen, particularly prominent proximally. Impression: dilated small bowel loops proximally compatible with small bowel obstruction. On (B)(6) 2009: (B)(6) medical center. (B)(6) , md. Operative report. Assistant: none. Preoperative diagnosis(es): incarcerated recurrent ventral hernia with intestinal obstruction. Postoperative diagnosis(es): incarcerated ventral hernia with intestinal obstruction. Operation: exploratory laparotomy with lysis of adhesions (extensive) and repair of recurrent incarcerated ventral hernia. Procedure/ findings: ¿the patient was placed on the operating room table in the supine position and was induced with a general anesthetic. He was prepped and draped in the usual sterile manner. A 12-inch incision was made through the patient¿s prior upper midline abdominal scar. This was carried through the skin and subcutaneous tissue and down onto a very large hernia sac. Delineation of the sac demonstrated it to originate from multiple defects involving the abdominal wall. These were all associated with recurrent hernias. The patient had previously undergone repair of these utilizing marlex mesh. It was apparent that more than 1 repair had been performed in the past. In any event, the sac was opened and within it dilated small bowel was identified. There was no vascular compromise associated with this, although it was clearly obstructed. Adhesions between the bowel and the marlex were taken down by sharp dissection. Adhesions between leaves of mesentery and between portions of small bowel directly were also sharply lysed. During this, hemostasis was assured with electrocautery. This was a tedious process which required slow, but extensive dissection. During this, large portions of the patient¿s previously placed marlex mesh were removed along with old suture material. There was no evidence of any infections, and there was no entry into the bowel during this dissection (no enterotomies). With complete lysis of adhesions, the bowel was run from the ligament of treitz down to the ileocecal valve. There were no intraabdominal masses. Adhesions in the gastric area prevented palpation of the stomach and palpation of the liver (to be expected considering the patient¿s prior surgical procedures). The patient underwent excision of most of the old marlex mesh and suture material. This left fresh fascial edges. A composite mesh (large) was selected using a running #1 prolene suture. The mesh was sutured circumferentially to the fascia. This was done without tension taking wide bites on the fascia full thickness through the abdominal wall (muscular portion) circumferentially. This was done taking great care not to injure the underlying intestine. With completion of this, the subcutaneous tissue and skin was undermined to allow for advancement of these structures over the fascia. Using interrupted 2-0 figure-of-eight vicryl sutures, the subcutaneous tissue was closed over the fascial repair. The skin was then closed with a running 4-0 nylon suture to maintain the version of the edges and hopefully prevent any infection. No drains were placed. Sterile dressing was applied and the patient was discharged to the recovery area having tolerated the procedure well.¿ on (B)(6) 2009: (B)(6) medical center. Intraoperative record. Implants/ explants. 1) implant: mesh. Mfgr.: gore-tex medical products. Cat #: 1dlmcp07. Lot #: 05690458. Exp. Dt.: 2010-11. Qty.: 1. Com.: 20 cm x 30 cm dualmesh. 1) explant: not applicable. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/ 05690458) was implanted during the procedure. On (B)(6) 2010: (B)(6) medical center. (B)(6) radiology-xr abdomen obstructive series. Indication: incarcerated abdominal hernia. Evaluation of abdomen demonstrates multiple loops of dilated bowel within the left hemiabdomen. Scattered air fluid levels on erect view of abdomen. No obvious free air identified. No gas noted at level of rectum. Impression: dilated loops of small bowel within left hemiabdomen, suggestive of obstruction. On (B)(6) 2010: (B)(6) medical center. [Provider ni]. Radiology-CT abdomen/ pelvis. Indication: abdominal pain status post hernia repair. Findings: upper abdominal midline there is a fat-containing hernia, newly appearing from previous exam. Beginning at mid portion and extending inferior to this is evidence of multiple coils from hernia repair. Large left paramedian abdominal wall hernia with evidence of prior hernia repair along its inferior aspect. Moderate amount ascites at inferior aspect of this bowel-containing hernia. Findings consistent with small bowel obstruction within this area. Pelvis unremarkable. Impression: large left-sided abdominal wall hernia containing multiple dilated small bowel loops with evidence of previous hernia. Opening to hernia is superior to repair. Fat-containing upper midline abdominal wall hernia also superior to second area of abdominal wall repair. Ascites most marked within lower larger hernia. On (B)(6) 2010: (B)(6) medical center. (B)(6) , md. Operative report. Assistant: none. Preoperative diagnosis: recurrent ventral hernia with small bowel obstruction. Postoperative diagnosis: recurrent ventral hernia with small bowel obstruction. Operation: exploratory laparotomy with lysis of adhesions; removal of prior synthetic mesh; ventral hernia repair with mesh. Procedure in detail: ¿the patient was placed on the operating table in supine position, and was induced with general anesthetic. He was prepped and draped in the usual sterile manner. A midline incision of approximately 10 inches in length was made through the previous operative scar. This was carried through the skin and subcutaneous tissue, and down into the hernia sac. Upon entering the sac, old bloody fluid was encountered. This was somewhat serous in nature, but gave the impression of having had necrotic bowel within it. However, there was no evidence of any odor, and inspection of the sac demonstrated no evidence of any intestinal compromise. The parietal peritoneum involving the sac did, however, demonstrate staining of this area. Approximately 1500 ml to 2 liters of this fluid was removed. The operative incision was extended the length of the wound. This exposed underlying composite mesh. The superior 1/3 of the mesh had separated from the fascial edges. The mesh was removed by sharp dissection, exposing the fascial edges. Of interest, there was a separate parietal peritoneal layer overlying the intestine and adjacent to the mesh, which had formed a separate pocket posterior to the mesh. There was no evidence of any infection. Multiple adhesions to the anterior abdominal wall were removed during this dissection. An area of obstruction which was noted to related to the ventral hernia recurrent separation point was noted to contain transition of the small bowels and entered into the hernia defect. However, this patient¿s intestinal obstruction had been essentially alleviated with a nasogastric tube precluding the need for intestinal resection. With complete removal of the mesh, it was noted that the fascial edges were somewhat mobile. Further lysis of adhesions ensued to give adequate mobility from the fascial edges. The fascia was then closed with a running #1 prolene suture. This was done in a vertical fashion. The suture line encompassed and utilized portions of the previously described parietal peritoneal pocket. This area was closed off at its superior edge. A large jackson-pratt drain was placed in this space and exited through a stab incision inferior to the left of the operative wound. This drain was sutured into place with a 3-0 nylon suture. A piece of light marlex mesh was then cut to the appropriate size. Using interrupted #1 prolene sutures the mesh was sutured to the anterior fascia as an overlay patch over the midline hernia fascial reapproximation. This was done circumferentially with a drain placed between the fascia and the mesh. This second drain was exited through a stab incision to the right and inferior of the operative wound, and was sutured into place with a 3-0 nylon suture. All wound levels were infiltrated with 0.25% marcaine. Fairly thickened area of hernia sac was then closed over the top of this, and the skin subsequently closed with staples. The closure of the hernia sac was accomplished with a running 3-0 vicryl suture. No attempt was made to remove the sac as it was firmly adherent to the underlying subcutaneous tissue, and it would have probably led to devascularization of the skin. With completion of this, an abdominal binder was placed, and the patient was discharged to the recovery area, having tolerated the procedure well.¿ on (B)(6) 2010: (B)(6) medical center. Intraoperative record. Implants. Description: ultrapro mesh blue undyed 1. On (B)(6) 2010: (B)(6) health system. (B)(6) , md. Pathology report. Specimen: (B)(6) . Preoperative diagnosis: small bowel obstruction. Doctor(s): (B)(6) . Procedure: exploratory laparotomy ¿ repair hernia ventral incisional. Tissue removed: a) hernia mesh. Gross description: the specimen is received in 1 part. It is received designated (B)(6) , hernia mesh. It is received in formalin and consists of a roughly circular fragment of rubbery tan tissue measuring 21 x 19 x 0.2 cm. Blue suture material is noted running around the outer margin. One side is dull and tan. The opposite side is glistening with attached translucent pinkish-tan fibromembranous tissue and adhesions. There is some cloudy whitish-gray material, possible exudate. No nodules or mass lesions are identified. Representative sections of the fibrous tissue are submitted in 2 cassettes labeled a1 and 2. Final diagnosis: tissue, abdominal wall, hernia repair: fibrinous blood clot. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 05690458. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, bowel obstruction, additional surgery. Additional event specific information was not provided.